Event description:
It was reported that inflatable penile prosthesis (ipp) was no longer cycling. The outer layer was found to be broken resulting in fluid loss. The ipp was explanted and there was no patient complications reported.